Event description:
It was reported that during an unknown procedure, the blade was broken during use. The blade tip did not fall into the patient. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.